Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , lot: a000117087 it was reported to abbott a patient underwent a lead revision. The patients' leads had migrated. Surgery took place where the percutaneous leads and anchors were explanted and replaced with a penta lead. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Reportedly, patient had a fall and one lead migrated prior to experiencing ineffective therapy. Surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Effective therapy was restored post operatively. The investigation was unable to determine the lead migrated.

Manufacturer narrative:
Corrected data. Health effect - impact code.